Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed.   Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.   Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device bending section was peeled and the metal wire was exposed. The issue was identified during reprocessing. There were no reports of patient involvement.